Event description:
It was reported that the patient experienced a "shocking or jolting sensation." The patient stated she got "shocked" one or two weeks prior to the report when she turned on her device. The device was on "really low" on the day of the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002. Product type: extension: product ID 3887-33, lot# j0225633v, implanted: (B)(6) 2002. Product type: lead: product ID 3887-28, lot# j0220118v, implanted: (B)(6) 2002. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37711, serial# (B)(4), implanted: (B)(6) 2006. Product type: implantable neurostimulator: product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2006. Product type: implantable neurostimulator. (B)(4).